Event description:
Healthcare professional also reported left side capsular contracture baker grade iii. Device has been explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: one curved opening, creases and void >1 mm in non-textured. Leak test and microscopic analysis was performed which identified: one opening striated. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: one opening striated assessed as surgical damage.

Event description:
Healthcare professional reported left side deflation. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device remains implanted.